Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient was hospitalized with complications from bladder cancer. A week later, the patient died. The primary cause of death is bladder cancer.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08775 and MDR ID 2134265-2015-08777. (B)(6) study. It was reported that the patient died. In (B)(6) 2012, the patient presented with stable angina and was referred for cardiac catheterization. Subsequently the index procedure was performed. Target lesion # 1 was a de novo and total chronic occlusion lesion located in the distal left circumflex artery (lcx) with (B)(6) stenosis and was 25mm long with a reference vessel diameter of 2.25mm. Target lesion# 1 was treated with predilation and placement of a 2.25x32mm promus element (tm) plus stent with 0% residual stenosis. Target lesion # 2 was a de novo and total chronic occlusion lesion located in the proximal lcx with (B)(6) stenosis and was 30mm long with a reference vessel diameter of 3.00mm. Target lesion# 2 was treated with predilation and placement of a 2.50x38mm promus element (tm) plus stent with 0% residual stenosis. Target lesion # 3 was a de novo lesion located in the left main coronary artery with (B)(6) stenosis and was 18mm long with a reference vessel diameter of 3.5mm. Target lesion# 3 was treated with direct stent placement of a 3.50mm x 20mm promus element (tm) plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. On an unknown date the patient died. Cause of death is also unknown.